Manufacturer narrative:
A ge representative evaluated the system and replaced the fluoro functions board. System operates as intended. (B) (4).

Event description:
Customer reported a collimator iris potentiometer error. No pt injury was reported.